Event description:
Bed going in to trendelenburg by it self.

Manufacturer narrative:
The hillrom technician found the right care giver pcb needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the care giver pcb to resolve the issue. Based on this information, no further action is required.